Event description:
A caller reported a cartridge alarm 20 occurring during the pumping process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no significant adverse impact. Tandem technical support resolved the issue by sending a replacement pump with updated software. The customer was advised on using mdi as a backup therapy and given instructions for storing and returning the old pump. Training on the new pump was also made available to the customer.